Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 150mm x 150 cm sterling balloon catheter was advanced for vessel dilatation. During inflation, the balloon ruptured before reaching the rated burst pressure (rbp). No additional information has been reported at this time. It was further reported that the target lesion, with 95% stenosis, was located in the mildly tortuous and moderately calcified segment of the popliteal to distal superficial femoral artery. During the initial inflation, which lasted 30 seconds, the balloon ruptured. The procedure was successfully completed with an alternate balloon. No complications were reported, and the patient remained stable throughout.

Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 150mm x 150 cm sterling balloon catheter was advanced for vessel dilatation. During inflation, the balloon ruptured before reaching the rated burst pressure (rbp). No additional information has been reported at this time.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.